Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified the shaft damaged and internal components were exposed. It was initially reported by the customer that charring occurred on the proximal side of the tip electrode. There was no char after right pulmonary vein (rpv) isolation and after left pulmonary vein (lpv) isolation. Charing occurred after 8 ablations of the additional ablation at 90w for the gap after lpv isolation. Charing was wiped with gauze, and the procedure was continued. There was no patient consequence. The customer¿s reported char issue is not considered to be MDR reportable since char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. On 15-feb-2024, the bwi pal revealed that a visual inspection of the returned device found the shaft was damaged at 11in from the handle and intern components were exposed. These findings were reviewed and assessed the issue of internal components being exposed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the product was returned for evaluation and the evaluation has been completed. Biosense webster (bwi) conducted a visual inspection, temperature, impedance, and patency flow test of the returned device. Visual analysis of the returned catheter revealed a char on the tip, also it was found the shaft damage at 11 in from the handle and intern components were exposed. Temperature, impedance, and patency testing were performed per bwi procedures. The catheter temperature, impedance, and patency were working correctly and within specifications. No malfunction was observed. The issue reported by the customer was confirmed; however, char is a physical phenomenon of rf. It can be the normal result of the ablation process; however, the instructions for use contain the following instructions: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and an increased risk for collateral damage. To minimize any irrigation issue, the following guidelines should be followed. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: (B)(6) explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the broken shaft with internal components exposed. Investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: cautery tip (g01002) were selected as related to the char issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(6)